Manufacturer narrative:
Initial and final MDR 1892722 - MDR 8021545-2024-01371 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage events on (B)(6) 2024. Leakage was at tubing. The set was in use for less than a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.